Event description:
It was reported by the customer, a routine microbiological culture was performed on all channels of the evis exera iii ultrasound gastrovideoscope. The distal end tested positive for filamentous fungi too numerous to count. The customer performed a second culture on (B)(6) 2022, and the result of one (1) cfu was conforming. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9, h3 and h6. D9: corrected to "no" as the device was not returned. H3: corrected to "not returned to manufacturer". H6: corrected type of investigation from "10 - testing of action/suspected device" to "4114 - device not returned". The customer will not be providing the cleaning, disinfection, and sterilization of the scope instructions as they retested and found the results conform. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when the customer re-tested, the results conformed to french recommendation. Customer confirmed they would not be sending the device for evaluation. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.